Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy rash and blisters on back and chest. There was no alleged device malfunction contributing to the irritation. Patient reports a nickel allergy. The patient's physician recommended benadryl and cortisone cream for the skin irritation. Follow up indicated that the irritation improved.